Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the shoulder tension was adjusted to resolve. The system checkout passed. Codes b01, c13, and d02 are applicable. D4/h4: full UDI and device manufacturing date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during an l3-l5 oblique lateral lumbar interbody fusion (olif). It was reported that there was a back shoulder shift that occurred when sending the trajectory to the right l5 using the guidance system. There was alleged inaccuracy on 2 out of the 4 screws already placed, with screws in the left l4 and left l5 reported to be 0-10 millimeters (mm) lateral. The screws were difficult to place on the right side of the patient, and it was believed that the patient may have shifted during the procedure. The medtronic imaging and navigation system were used to reposition the lateral screws and to place the final two screws. The procedure experienced a 1 hour surgical delay. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the left l4 deviated between 3.5 and 10 millimeters (mm) and left l5 deviated less than 3.5 mm.